Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("lack of sexual drive"), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), headache ("headaches"), back pain ("low back pain"), fatigue ("tiredness") and alopecia ("hair loss"). The patient was treated with surgery (essure removal via salpingectomy). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, loss of libido, swelling, hypersensitivity, metal poisoning, headache, back pain, fatigue and alopecia outcome was unknown. The reporter considered alopecia, back pain, fatigue, headache, hypersensitivity, loss of libido, metal poisoning, pelvic pain and swelling to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("lack of sexual drive"), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), headache ("headaches"), back pain ("low back pain"), fatigue ("tiredness") and alopecia ("hair loss"). The patient was treated with surgery (essure removal via salpingectomy). Essure was removed in (B)(6) 2020. At the time of the report, the pelvic pain, loss of libido, swelling, hypersensitivity, metal poisoning, headache, back pain, fatigue and alopecia outcome was unknown. The reporter considered alopecia, back pain, fatigue, headache, hypersensitivity, loss of libido, metal poisoning, pelvic pain and swelling to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("unsatisfactory location of the right essure was identified") and pelvic pain ("pelvic pain") in a 33 year-old female patient who had essure inserted (lot no. 936676) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("one of the fallopian tubes was not blocked") and complication of device insertion ("essure was inserted incorrectly" on (B)(6) 2012). The patient had a medical history of occipital neuralgia, tympanoplasty, burping, nausea, pharynx discomfort, smoker (15 cigarettes a day), gravida ii and gravida ii. No known allergic reactions to medicinal products. The patient had a family history of carcinoma of esophagus (her father, 57 years older). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced device placement issue ("essure was inserted incorrectly"). In 2012 she experienced tongue oedema ("oedema on her tongue") and palatal oedema ("oedema on her palate"). In (B)(6) 2018 she experienced helicobacter infection ("h. Pylori"). On (B)(6) 2019 she experienced hiatus hernia ("hiatus hernia"). On (B)(6) 2019 she experienced trigeminal neuralgia ("neuralgia in one side of the face and left lateral, with left ear pain"). On (B)(6) 2020 she experienced urticaria ("urticaria"). On (B)(6) 2020 she experienced allergy to metals ("allergy test positive for palladium chloride, nickel sulphate, zinc and mild for cadmium"). Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), loss of libido ("lack of sexual drive"), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), headache ("headaches"), back pain ("low back pain"), fatigue ("tiredness"), alopecia ("hair loss"), anger ("anger"), gastritis ("stomach inflammation"), anxiety ("anxiety"), depression ("depression"), rash ("skin rashes"), pelvic discomfort ("pelvic discomfort"), coital bleeding ("spotting and bleeding during intercourse"), endometriosis ("endometriosis"), adnexa uteri pain ("she continued to have pain in her left ovary after device removal"), dyspepsia ("dyspepsia"), occipital neuralgia ("occipital neuralgia (possible arnold)"), dysphagia ("oropharyngeal dysphagia"), allergy to animal ("allergic rhinoconjunctivitis to epitheliums when she interact with animals"), dermatitis contact ("eczemas after contact with imitation jewellery"), seasonal allergy ("allergic rhinoconjunctivitis to pollen"), dysmenorrhoea ("dysmenorrhoea"), glossitis ("inflammation of the tongue"), pharyngitis ("pharyngitis"), arthralgia ("coxalgia"), dyspareunia ("dyspareunia"), greater trochanteric pain syndrome ("trochanteritis"), rhinitis ("rhinitis"), deafness ("hearing loss"), abdominal pain upper ("epigastralgia"), toothache ("toothache"), hyperphagia ("polyphagia"), ear pain ("otalgia"), hiatal hernia ("hiatal hernia"), conjunctivitis ("conjunctivitis"), abdominal distension ("intestinal bloating") and polymenorrhoea ("polymenorrhea") and was found to have benign neoplasm ("right cervical tumor") and weight increased ("weight gain"). The patient was treated with omeprazole, anti-inflammatory (diclofenac sodium), levosulpiride, pylera (bismuth subcitrate potassium;metronidazole;tetracycline hydrochloride), corticosteroids, loratadine, bilastine, prednisone and analgesics as well as surgery (bilateral salpingectomy with excision of essure devices was performed, essure removal via bilateral salpingectomy on (B)(6) 2020 and 2nd surgery - tubal ligation on (B)(6) 2013). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, allergy to animal, allergy to metals, alopecia, anger, anxiety, arthralgia, back pain, benign neoplasm, coital bleeding, conjunctivitis, deafness, depression, dermatitis contact, device dislocation, device placement issue, dysmenorrhoea, dyspareunia, dyspepsia, dysphagia, ear pain, endometriosis, fatigue, gastritis, glossitis, greater trochanteric pain syndrome, headache, helicobacter infection, hiatus hernia, hiatal hernia, hyperphagia, hypersensitivity, loss of libido, metal poisoning, occipital neuralgia, palatal oedema, pelvic discomfort, pelvic pain, pharyngitis, polymenorrhoea, rash, rhinitis, seasonal allergy, swelling, tongue oedema, toothache, trigeminal neuralgia, urticaria and weight increased to be related to essure administration. The reporter commented: these symptoms have been mentioned since the insertion of the devices. On (B)(6) 2013, she goes into the operating room to undergo a 2nd surgery tubal ligation due to one of the fallopian tubes was not blocked. By essure. Surgery was successful but that it was impossible to remove the essure device, and was discharged that day. She had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Discrepancy date of essure removal (B)(6) 2020. Dysphagia, dyspepsia and abdominal distension have severely improved since the removal of the essure system. Does not need any pharmacological treatment. On (B)(6) 2021 the urticaria and metallic taste subsided. Two months ago, she started to get welts distributed in different locations every day, in addition to metallic taste in mouth. They subside in a couple of hours without leaving lesions. She underwent a loratadine treatment on demand. She has not had angioedema again. Date of birth updated from (B)(6) 1978 to (B)(6) 1979. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2020: two metallic filiform elements (essure device) were observed projecting onto the minor pelvis, visualizing a medial image with a separation of approximately 15 mm between the markers that must be located at the uterine level, with separation of the ends medial lengths of 3.5 cm (without evolutionary changes compared to the previous study in 2013). [Allergy test] on (B)(6) 2020: epicutaneous tests to metal allergens (silver nitrate 1%, gold sodium thiosulfate 0.5%, palladium chloride 2%, mercury chloride 0.5%, cadmium 1%, nickel sulphate 5%, ammonium mercury chloride 1%, zinc 1%, potassium dichromate 0.5%, cobalt chloride 1%, ammonium tetraiodoplatinate 0.25%, copper sulphate 2%, titanium 10%, vanadium 1%, niobium 0.2%, aluminium chloride 2%, molybdenum chloride 0.5%): positive for palladium chloride, nickel sulphate, zinc and mild for cadmium [blood cholesterol] on (B)(6) 2017: 159/42/103. [Blood thyroid stimulating hormone] on (B)(6) 2017: normal. [Blood triglycerides] on (B)(6) 2017: 68. [Blood uric acid] on (B)(6) 2017: 3.7. [Computerised tomogram head] on (B)(6) 2017: facial CT with intravenous contrast - neck CT with intravenous contrast: minimal inflammatory changes in the base of both maxillary sinuses. Nasopharynx, masticator spaces, parotid spaces, parapharyngeal fat spaces, oropharynx and oral cavity without meaningful radiological alterations. Submaxillary glands without alterations. No masses or collections in the facial suprahyoid space. No alterations in larynx glottic or supraglottic slices. Suspicious focal hypodensity in the side of the right thyroid lobe that suggests a little nodule and that should be confirmed through more specific techniques for the assessment of the thyroidal symptoms (ultrasound). No alterations in the pulmonary axial slices included. Several nodes distributed through the bilateral cervical chains can be seen, none of which has signs of malignancy in terms of size or other radiological signs, although it would be recommended to perform a complementary ultrasound examination for assessment of progression sometime after the infection process mentioned in the request. No alterations in the bone structures involved. Diagnostic : minimal inflammatory changes in the base of both maxillary sinuses. Suspicious nodule in right thyroid lobe to be assessed separately. Several glands in lateral cervical chains that currently show no radiologically malignant signs [endoscopy] on (B)(6) 2018: oesophagus, stomach and duodenum with barium: normal oesophagus. No observable hiatus hernia but observable acid reflux both in supine and prone positions. Stomach of normal morphology but significantly hypotonic and takes a long time to empty. Duodenal bulb and loop without findings; on (B)(6) 2019: oesophagus with uncomplicated sliding hiatus hernia. Stomach cavity distends appropriately and has normal folds and mucus. Centred and patent pylorus. Bulb and second section without findings. Diagnosis: hiatus hernia; on (B)(6) 2020: oesophagus: normal mucus and diameter. Union of oesophagus and stomach with marked z line. Cardial incompetence and sliding hiatus hernia. Biopsies of the lower (sample 1) and upper (sample 2) oesophagus and were taken. Stomach: no findings in the mucus, with liquid content. Punctiform pylorus although patent and centred. Duodenum: explored [gynaecological examination] on (B)(6) 2020: genitalia healthy cervix, periovulatory discharge. Bimanual examination negative [haemoglobin] on (B)(6) 2017: 12.9 [helicobacter test] in (B)(6) 2018: +33.4; in (B)(6) 2018: 0.2 negative [hysterosalpingogram] in (B)(6) 2013: insertion was incorrectly, one of the fallopian tubes was not blocked; on (B)(6) 2013: the tube on the left side was observed to be obstructed by the essure and in the right tube it was observed that there was a rupture of the system with a partial outlet of it, with which the tube is permeable. It was explained to the patient and a surgical bilateral tubal block was decided. An unsatisfactory location of the right essure was identified and it was proposed to complete the procedure with laparoscopic tubal ligation. [Hysterosalpingogram] in (B)(6) 2013: insertion was incorrectly, one of the fallopian tubes was not blocked; on (B)(6) 2013: the tube on the left side was observed to be obstructed by the essure and in the right tube it was observed that there was a rupture of the system with a partial outlet of it, with which the tube is permeable. It was explained to the patient and a surgical bilateral tubal block was decided. An unsatisfactory location of the right essure was identified and it was proposed to complete the procedure with laparoscopic tubal ligation. [Mean cell volume] on (B)(6) 2017: 91.8 [pathology test] on (B)(6) 2020: 1(endoscopic biopsy): oesophageal mucus fragments without significant histological alterations. 2(endoscopic biopsy): oesophageal mucus fragments with mild capillary congestion and very focal parakeratosis, without other relevant histological alterations; in (B)(6) 2020: uterine tubes (bilateral tubal obstruction) uterine tube sections without relevant microscopic alterations [salpingectomy] on (B)(6) 2020: a bilateral salpingectomy was performed and the essure devices were removed. Significant adherence syndrome observed, with signs of endometriosis in pelvis. Adherences are present in the anterior side of uterus, bladder and adnexa [serum ferritin] on (B)(6) 2017: 51.7 [smear test] in (B)(6) 2019: normal [specialist consultation] on (B)(6) 2018: otorhinolaryngology normal nasal cavity, nasopharynx, larynx and hypopharynx. Inner ears: retraction pocket without changes; on (B)(6) 2018: ongoing dysphagia, has stopped taking omeprazole after eradication therapy; on (B)(6) 2019: dysphagia discomfort still persists in the hypopharynx. Has neuralgia in one side of the face and left lateral cervical region, with left ear pain. Pending assessment by the neurology and otorhinolaryngology departments. She stopped taking proton-pump inhibitors without typical acid reflux or dyspepsia due to nonsteroidal anti-inflammatory drugs [thyroxine] on (B)(6) 2017: normal [ultrasound pelvis] on (B)(6) 2020: normal uterus in anteflexion. Endometrium with triple lining. Normal adnexa [ultrasound scan] on (B)(6) 2017: neck ultrasound study of the thyroid gland where both lobes, isthmus and the bilateral jugular vein region can be seen. Both thyroid lobes are symmetric in morphology and size. Their measurements are: right thyroid lobe: 3.64 x 1.21 x1.42 cm and left thyroid lobe: 3.51 x 1.11 x 1.41 cm in longitudinal, coronal and transverse axes, respectively. The thyroid isthmus measures 0.36-0.45 cm. The thyroid parenchyma is homogeneous and uniform, with no nodules on either lobe or isthmus. There are no dystrophic calcifications or meaningful alterations in the rest of the test. The bilateral jugular vein areas have no adenopathies or other relevant ultrasound alterations. We have studied both submaxillary and lingual/jugulodigastric chain nodes, as well as visible larynx structures and we have not found any meaningful nodules or adenopathies. Absence of collections or effusion. Summary: neck and cervical region examination within normal parameters [urine analysis] on (B)(6) 2017: normal [x-ray of pelvis and hip] on (B)(6) 2020: two filiform metallic elements can be seen (essure devices) over the minor pelvis, a separation of about 15 mm can also be seen at the medial level between the markers that seem to be located at the uterine level, and the separation of the medial ends is 3.5 cm lot number: 936676. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-dec-2022: reporter information, patient medical history, lab data, lot number, product indication, reporter causality comment, events: unsatisfactory location of the right essure was identified, inflammation of the tongue, pharyngitis, coxalgia, dyspareunia, trochanteritis, rinitis., hearing loss, right cervical tumor, epigastralgia, toothache, polyphagia, weight gain, otalgia, hiatal hernia, conjuntivitis, intestinal bloating, polymenorrhea added. Patient date of birth updated. Further company follow-up with the lawyer is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("unsatisfactory location of the right essure was identified") and pelvic pain ("pelvic pain") in a 33 year-old female patient who had essure inserted (lot no. 936676) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("one of the fallopian tubes was not blocked") and complication of device insertion ("essure was inserted incorrectly" on 13-nov-2012). The patient had a medical history of occipital neuralgia, tympanoplasty, burping, nausea, pharynx discomfort, smoker (15 cigarettes a day), gravida ii and gravida ii. No known allergic reactions to medicinal products. The patient had a family history of carcinoma of esophagus (her father, 57 years older). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced device placement issue ("essure was inserted incorrectly"). In 2012 she experienced tongue oedema ("oedema on her tongue") and palatal oedema ("oedema on her palate"). In april 2018 she experienced helicobacter infection ("h. Pylori"). On (B)(6) 2019 she experienced hiatus hernia ("hiatus hernia"). On (B)(6) 2019 she experienced trigeminal neuralgia ("neuralgia in one side of the face and left lateral, with left ear pain"). On (B)(6) 2020 she experienced urticaria ("urticaria"). On (B)(6) 2020 she experienced allergy to metals ("allergy test positive for palladium chloride, nickel sulphate, zinc and mild for cadmium"). Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), loss of libido ("lack of sexual drive"), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), headache ("headaches"), back pain ("low back pain"), fatigue ("tiredness"), alopecia ("hair loss"), anger ("anger"), gastritis ("stomach inflammation"), anxiety ("anxiety"), depression ("depression"), rash ("skin rashes"), pelvic discomfort ("pelvic discomfort"), coital bleeding ("spotting and bleeding during intercourse"), endometriosis ("endometriosis"), adnexa uteri pain ("she continued to have pain in her left ovary after device removal"), dyspepsia ("dyspepsia"), occipital neuralgia ("occipital neuralgia (possible arnold)"), dysphagia ("oropharyngeal dysphagia"), allergy to animal ("allergic rhinoconjunctivitis to epitheliums when she interract with animals"), dermatitis contact ("eczemas after contact with imitation jewellery"), seasonal allergy ("allergic rhinoconjunctivitis to pollen"), dysmenorrhoea ("dysmenorrhoea"), glossitis ("inflammation of the tongue"), pharyngitis ("pharyngitis"), arthralgia ("coxalgia"), dyspareunia ("dyspareunia"), greater trochanteric pain syndrome ("trochanteritis"), rhinitis ("rhinitis"), deafness ("hearing loss"), abdominal pain upper ("epigastralgia"), toothache ("toothache"), hyperphagia ("polyphagia"), ear pain ("otalgia"), hiatal hernia ("hiatal hernia"), conjunctivitis ("conjunctivitis"), abdominal distension ("intestinal bloating") and polymenorrhoea ("polymenorrhea") and was found to have benign neoplasm ("right cervical tumor") and weight increased ("weight gain"). The patient was treated with omeprazole, anti-inflammatory (diclofenac sodium), levosulpiride, pylera (bismuth subcitrate potassium;metronidazole;tetracycline hydrochloride), corticosteroids, loratadine, bilastine, prednisone and analgesics as well as surgery (bilateral salpingectomy with excision of essure devices was performed, essure removal via bilateral salpingectomy on (B)(6) 2020 and 2nd surgery - tubal ligation on 3(B)(6) 2013). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain upper, adnexa uteri pain, allergy to animal, allergy to metals, alopecia, anger, anxiety, arthralgia, back pain, benign neoplasm, coital bleeding, conjunctivitis, deafness, depression, dermatitis contact, device dislocation, device placement issue, dysmenorrhoea, dyspareunia, dyspepsia, dysphagia, ear pain, endometriosis, fatigue, gastritis, glossitis, greater trochanteric pain syndrome, headache, helicobacter infection, hiatus hernia, hiatal hernia, hyperphagia, hypersensitivity, loss of libido, metal poisoning, occipital neuralgia, palatal oedema, pelvic discomfort, pelvic pain, pharyngitis, polymenorrhoea, rash, rhinitis, seasonal allergy, swelling, tongue oedema, toothache, trigeminal neuralgia, urticaria and weight increased to be related to essure administration. The reporter commented: these symptoms have been mentioned since the insertion of the devices. On (B)(6) 2013, she goes into the operating room to undergo a 2nd surgery tubal ligation due to one of the fallopian tubes was not blocked. By essure. Surgery was successful but that it was impossible to remove the essure device, and was discharged that day. She had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Discrepancy date of essure removal (B)(6) 2020 or (B)(6) 2020. Dysphagia, dyspepsia and abdominal distension have severely improved since the removal of the essure system. Does not need any pharmacological treatment. On (B)(6) 2021 the urticaria and metallic taste subsided. Two months ago, she started to get welts distributed in different locations every day, in addition to metallic taste in mouth. They subside in a couple of hours without leaving lesions. She underwent a loratadine treatment on demand. She has not had angioedema again. Date of birth updated from 21-aug-1978 to 21-aug-1979. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2020: two metallic filiform elements (essure device) were observed projecting onto the minor pelvis, visualizing a medial image with a separation of approximately 15 mm between the markers that must be located at the uterine level, with separation of the ends medial lengths of 3.5 cm (without evolutionary changes compared to the previous study in 2013). [Allergy test] on (B)(6) 2020: epicutaneous tests to metal allergens (silver nitrate 1%, gold sodium thiosulfate 0.5%, palladium chloride 2%, mercury chloride 0.5%, cadmium 1%, nickel sulphate 5%, ammonium mercury chloride 1%, zinc 1%, potassium dichromate 0.5%, cobalt chloride 1%, ammonium tetraiodoplatinate 0.25%, copper sulphate 2%, titanium 10%, vanadium 1%, niobium 0.2%, aluminium chloride 2%, molybdenum chloride 0.5%): positive for palladium chloride, nickel sulphate, zinc and mild for cadmium [blood cholesterol] on (B)(6) 2017: 159/42/103 [blood thyroid stimulating hormone] on (B)(6) 2017: normal [blood triglycerides] on (B)(6) 2017: 68 [blood uric acid] on (B)(6) 2017: 3.7 [computerised tomogram head] on (B)(6) 2017: facial CT with intravenous contrast - neck CT with intravenous contrast: minimal inflammatory changes in the base of both maxillary sinuses. Nasopharynx, masticator spaces, parotid spaces, parapharyngeal fat spaces, oropharynx and oral cavity without meaningful radiological alterations. Submaxillary glands without alterations. No masses or collections in the facial suprahyoid space. No alterations in larynx glottic or supraglottic slices. Suspicious focal hypodensity in the side of the right thyroid lobe that suggests a little nodule and that should be confirmed through more specific techniques for the assessment of the thyroidal symptoms (ultrasound). No alterations in the pulmonary axial slices included. Several nodes distributed through the bilateral cervical chains can be seen, none of which has signs of malignancy in terms of size or other radiological signs, although it would be recommended to perform a complementary ultrasound examination for assessment of progression sometime after the infection process mentioned in the request. No alterations in the bone structures involved. Diagnostic : minimal inflammatory changes in the base of both maxillary sinuses. Suspicious nodule in right thyroid lobe to be assessed separately. Several glands in lateral cervical chains that currently show no radiologically malignant signs [endoscopy] on (B)(6) 2018: oesophagus, stomach and duodenum with barium: normal oesophagus. No observable hiatus hernia but observable acid reflux both in supine and prone positions. Stomach of normal morphology but significantly hypotonic and takes a long time to empty. Duodenal bulb and loop without findings; on (B)(6) 2019: oesophagus with uncomplicated sliding hiatus hernia. Stomach cavity distends appropriately and has normal folds and mucus. Centred and patent pylorus. Bulb and second section without findings. Diagnosis: hiatus hernia; on (B)(6) 2020: oesophagus: normal mucus and diameter. Union of oesophagus and stomach with marked z line. Cardial incompetence and sliding hiatus hernia. Biopsies of the lower (sample 1) and upper (sample 2) oesophagus and were taken. Stomach: no findings in the mucus, with liquid content. Punctiform pylorus although patent and centred. Duodenum: explored [gynaecological examination] on (B)(6) 2020: genitalia healthy cervix, periovulatory discharge. Bimanual examination negative [haemoglobin] on (B)(6) 2017: 12.9 [helicobacter test] in april 2018: +33.4; in october 2018: 0.2 negative [hysterosalpingogram] in february 2013: insertion was incorrectly, one of the fallopian tubes was not blocked; on (B)(6) 2013: the tube on the left side was observed to be obstructed by the essure and in the right tube it was observed that there was a rupture of the system with a partial outlet of it, with which the tube is permeable. It was explained to the patient and a surgical bilateral tubal block was decided. An unsatisfactory location of the right essure was identified and it was proposed to complete the procedure with laparoscopic tubal ligation. [Hysterosalpingogram] in february 2013: insertion was incorrectly, one of the fallopian tubes was not blocked; on (B)(6) 2013: the tube on the left side was observed to be obstructed by the essure and in the right tube it was observed that there was a rupture of the system with a partial outlet of it, with which the tube is permeable. It was explained to the patient and a surgical bilateral tubal block was decided. An unsatisfactory location of the right essure was identified and it was proposed to complete the procedure with laparoscopic tubal ligation. [Mean cell volume] on (B)(6) 2017: 91.8 [pathology test] on (B)(6) 2020: 1(endoscopic biopsy): oesophageal mucus fragments without significant histological alterations. 2(endoscopic biopsy): oesophageal mucus fragments with mild capillary congestion and very focal parakeratosis, without other relevant histological alterations; in september 2020: uterine tubes (bilateral tubal obstruction) uterine tube sections without relevant microscopic alterations [salpingectomy] on (B)(6) 2020: a bilateral salpingectomy was performed and the essure devices were removed. Significant adherence syndrome observed, with signs of endometriosis in pelvis. Adherences are present in the anterior side of uterus, bladder and adnexa [serum ferritin] on (B)(6) 2017: 51.7 [smear test] in april 2019: normal [specialist consultation] on (B)(6) 2018: otorhinolaryngology normal nasal cavity, nasopharynx, larynx and hypopharynx. Inner ears: retraction pocket without changes; on (B)(6) 2018: ongoing dysphagia, has stopped taking omeprazole after eradication therapy; on (B)(6) 2019: dysphagia discomfort still persists in the hypopharynx. Has neuralgia in one side of the face and left lateral cervical region, with left ear pain. Pending assessment by the neurology and otorhinolaryngology departments. She stopped taking proton-pump inhibitors without typical acid reflux or dyspepsia due to nonsteroidal anti-inflammatory drugs [thyroxine] on (B)(6) 2017: normal [ultrasound pelvis] on (B)(6) 2020: normal uterus in anteflexion. Endometrium with triple lining. Normal adnexa [ultrasound scan] on (B)(6) 2017: neck ultrasound study of the thyroid gland where both lobes, isthmus and the bilateral jugular vein region can be seen. Both thyroid lobes are symmetric in morphology and size. Their measurements are: right thyroid lobe: 3.64 x 1.21 x1.42 cm and left thyroid lobe: 3.51 x 1.11 x 1.41 cm in longitudinal, coronal and transverse axes, respectively. The thyroid isthmus measures 0.36-0.45 cm. The thyroid parenchyma is homogeneous and uniform, with no nodules on either lobe or isthmus. There are no dystrophic calcifications or meaningful alterations in the rest of the test. The bilateral jugular vein areas have no adenopathies or other relevant ultrasound alterations. We have studied both submaxillary and lingual/jugulodigastric chain nodes, as well as visible larynx structures and we have not found any meaningful nodules or adenopathies. Absence of collections or effusion. Summary: neck and cervical region examination within normal parameters [urine analysis] on (B)(6) 2017: normal [x-ray of pelvis and hip] on (B)(6) 2020: two filiform metallic elements can be seen (essure devices) over the minor pelvis, a separation of about 15 mm can also be seen at the medial level between the markers that seem to be located at the uterine level, and the separation of the medial ends is 3.5 cm lot number: 936676 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 17-jan-2023: quality safety evaluation of ptc. Further company follow-up with the lawyer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("unsatisfactory location of the right essure was identified"), fallopian tube perforation ("it was detected that the right tube had ruptured with partial exit of the system") and pelvic pain ("pelvic pain") in a 33 year-old female patient who had essure inserted (lot no. 936676) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("one of the fallopian tubes was not blocked") and complication of device insertion ("essure was inserted incorrectly" on (B)(6) 2012). The patient had a medical history of occipital neuralgia, tympanoplasty, burping, nausea, pharynx discomfort, smoker (15 cigarettes a day), gravida ii and gravida ii. No known allergic reactions to medicinal products. The patient had a family history of carcinoma of esophagus (her father, 57 years older). As concurrent condition the report mentioned smoker (r 10 cigarettes per day). The only concomitant product mentioned was ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the day of essure insertion, she experienced device placement issue ("essure was inserted incorrectly"). In 2012 she experienced tongue oedema ("oedema on her tongue") and palatal oedema ("oedema on her palate"). In (B)(6) 2018 she experienced helicobacter infection ("h. Pylori"). On (B)(6) 2019 she experienced hiatus hernia ("hiatus hernia"). On (B)(6) 2019 she experienced trigeminal neuralgia ("neuralgia in one side of the face and left lateral, with left ear pain"). On (B)(6) 2020 she experienced urticaria ("urticaria"). On (B)(6) 2020 she experienced allergy to metals ("allergy test positive for palladium chloride, nickel sulphate, zinc and mild for cadmium"). Essure was removed on (B)(6) 2020. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criterion intervention required), pelvic pain (seriousness criteria medically important and intervention required), loss of libido ("lack of sexual drive / sexual inappetence"), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), headache ("headaches"), back pain ("low back pain"), fatigue ("tiredness"), alopecia ("hair loss"), anger ("anger / angry reaction to the immediate environment, among others."), gastritis ("stomach inflammation"), anxiety ("anxiety"), depression ("depression"), rash ("skin rashes"), pelvic discomfort ("pelvic discomfort"), coital bleeding ("spotting and bleeding during intercourse"), endometriosis ("endometriosis"), adnexa uteri pain ("she continued to have pain in her left ovary after device removal"), dyspepsia ("dyspepsia"), occipital neuralgia ("occipital neuralgia (possible arnold)"), dysphagia ("oropharyngeal dysphagia"), allergy to animal ("allergic rhinoconjunctivitis to epitheliums when she interract with animals"), dermatitis contact ("eczemas after contact with imitation jewellery"), seasonal allergy ("allergic rhinoconjunctivitis to pollen"), dysmenorrhoea ("dysmenorrhoea"), glossitis ("inflammation of the tongue"), pharyngitis ("pharyngitis"), arthralgia ("coxalgia"), dyspareunia ("dyspareunia"), greater trochanteric pain syndrome ("trochanteritis"), rhinitis ("rhinitis"), deafness ("hearing loss"), abdominal pain upper ("epigastralgia"), toothache ("toothache"), hyperphagia ("polyphagia"), ear pain ("otalgia"), hiatal hernia ("hiatal hernia"), conjunctivitis ("conjunctivitis"), abdominal distension ("intestinal bloating"), polymenorrhoea ("polymenorrhea"), hypomenorrhoea ("her menstrual cycle has changed in terms of quantity (less)"), pelvic adhesions ("adhesion"), intermenstrual bleeding ("intermenstrual spotting"), abdominal pain lower ("continues with pain in left iliac fossa") and pruritus ("itchy skin") and was found to have benign neoplasm ("right cervical tumor") and weight increased ("weight gain"). The patient was treated with omeprazole, anti-inflammatory (diclofenac sodium), levosulpiride, pylera (bismuth subcitrate potassium;metronidazole;tetracycline hydrochloride), corticosteroids, loratadine, bilastine, prednisone and analgesics as well as surgery (bilateral salpingectomy with excision of essure devices was performed, essure removal via bilateral salpingectomy on (B)(6) 2020 and 2nd surgery - tubal ligation on (B)(6) 2013). At the time of the report, the abdominal pain lower had not resolved. The outcomes for device dislocation, fallopian tube perforation, pelvic pain, device placement issue, loss of libido, swelling, hypersensitivity, metal poisoning, headache, back pain, fatigue, alopecia, anger, gastritis, anxiety, depression, rash, pelvic discomfort, coital bleeding, endometriosis, adnexa uteri pain, dyspepsia, trigeminal neuralgia, occipital neuralgia, allergy to metals, dysphagia, helicobacter infection, hiatus hernia, urticaria, allergy to animal, dermatitis contact, tongue oedema, palatal oedema, seasonal allergy, dysmenorrhoea, glossitis, pharyngitis, arthralgia, dyspareunia, greater trochanteric pain syndrome, rhinitis, deafness, benign neoplasm, abdominal pain upper, toothache, hyperphagia, weight increased, ear pain, hiatal hernia, conjunctivitis, abdominal distension, polymenorrhoea, hypomenorrhoea, pelvic adhesions, intermenstrual bleeding and pruritus were unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adnexa uteri pain, allergy to animal, allergy to metals, alopecia, anger, anxiety, arthralgia, back pain, benign neoplasm, coital bleeding, conjunctivitis, deafness, depression, dermatitis contact, device dislocation, device placement issue, dysmenorrhoea, dyspareunia, dyspepsia, dysphagia, ear pain, endometriosis, fallopian tube perforation, fatigue, gastritis, glossitis, greater trochanteric pain syndrome, headache, helicobacter infection, hiatus hernia, hiatal hernia, hyperphagia, hypersensitivity, hypomenorrhoea, intermenstrual bleeding, loss of libido, metal poisoning, occipital neuralgia, palatal oedema, pelvic adhesions, pelvic discomfort, pelvic pain, pharyngitis, polymenorrhoea, pruritus, rash, rhinitis, seasonal allergy, swelling, tongue oedema, toothache, trigeminal neuralgia, urticaria and weight increased to be related to essure administration. The reporter commented: these symptoms have been mentioned since the insertion of the devices. On (B)(6) 2013, she goes into the operating room to undergo a 2nd surgery tubal ligation due to one of the fallopian tubes was not blocked. By essure. Surgery was successful but that it was impossible to remove the essure device, and was discharged that day. In other words, on the one had she one operation for the implantation of the essure devices and on the other hand had a new, different operation for tubal ligation because the essure was not correctly placed on the first one. She had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Discrepancy date of essure removal (B)(6) 2020. Dysphagia, dyspepsia and abdominal distension have severely improved since the removal of the essure system. Does not need any pharmacological treatment. On (B)(6) 2021 the urticaria and metallic taste subsided. Two months ago, she started to get welts distributed in different locations every day, in addition to metallic taste in mouth. They subside in a couple of hours without leaving lesions. She underwent a loratadine treatment on demand. She has not had angioedema again. Date of birth updated from (B)(6) 1978 to (B)(6) 1979. Diagnostic results (normal ranges are provided in parenthesis if available): [abdominal x-ray] on (B)(6) 2013: essures well inserted with the distance between them close to 10 cm hysterosalpingography requested to complete the evaluation. Asymptomatic patient. Unsatisfactory location of the devices is detected on the control; on (B)(6) 2013: the devices were observed very far away, more than 10 cm,; on (B)(6) 2020: two metallic filiform elements (essure device) were observed projecting onto the minor pelvis, visualizing a medial image with a separation of approximately 15 mm between the markers that must be located at the uterine level, with separation of the ends medial lengths of 3.5 cm (without evolutionary changes compared to the previous study in 2013).; on (B)(6) 2024: it was not properly positioned; an "essure failure , as one of the tubes had not been blocked, and she was advised to have a tubal ligation. [Allergy test] on (B)(6) 2020: epicutaneous tests to metal allergens (silver nitrate 1%, gold sodium thiosulfate 0.5%, palladium chloride 2%, mercury chloride 0.5%, cadmium 1%, nickel sulphate 5%, ammonium mercury chloride 1%, zinc 1%, potassium dichromate 0.5%, cobalt chloride 1%, ammonium tetraiodoplatinate 0.25%, copper sulphate 2%, titanium 10%, vanadium 1%, niobium 0.2%, aluminium chloride 2%, molybdenum chloride 0.5%): positive for palladium chloride, nickel sulphate, zinc and mild for cadmium [blood cholesterol] on (B)(6) 2017: 159/42/103. [Blood thyroid stimulating hormone] on (B)(6) 2017: normal. [Blood triglycerides] on (B)(6) 2017: 68. [Blood uric acid] on (B)(6) 2017: 3.7. [Computerised tomogram] on (B)(6) 2021: the bladder is poorly distended with no pathological content inside. Small bowel loops of pelvic arrangement without thickening or dilatation. Images suggestive of calcifications with a granulomatous appearance/calcified lymphadenopathy in the region of the lower mesentery. No pathologically sized adenopathies in the pelvic lymph node chains included. Degenerative spondylodiscarthritic changes at l5-s1. Minimal amount of coughed fluid from douglas pouch. It is explained that there are no traces of oral contraceptives, which she accepted. Action plan: levobel and appointment in 6 months. [Computerised tomogram head] on (B)(6) 2017: facial CT with intravenous contrast - neck CT with intravenous contrast: minimal inflammatory changes in the base of both maxillary sinuses. Nasopharynx, masticator spaces, parotid spaces, parapharyngeal fat spaces, oropharynx and oral cavity without meaningful radiological alterations. Submaxillary glands without alterations. No masses or collections in the facial suprahyoid space. No alterations in larynx glottic or supraglottic slices. Suspicious focal hypodensity in the side of the right thyroid lobe that suggests a little nodule and that should be confirmed through more specific techniques for the assessment of the thyroidal symptoms (ultrasound). No alterations in the pulmonary axial slices included. Several nodes distributed through the bilateral cervical chains can be seen, none of which has signs of malignancy in terms of size or other radiological signs, although it would be recommended to perform a complementary ultrasound examination for assessment of progression sometime after the infection process mentioned in the request. No alterations in the bone structures involved. Diagnostic : minimal inflammatory changes in the base of both maxillary sinuses. Suspicious nodule in right thyroid lobe to be assessed separately. Several glands in lateral cervical chains that currently show no radiologically malignant signs [endoscopy] on (B)(6) 2018: oesophagus, stomach and duodenum with barium: normal oesophagus. No observable hiatus hernia but observable acid reflux both in supine and prone positions. Stomach of normal morphology but significantly hypotonic and takes a long time to empty. Duodenal bulb and loop without findings; on (B)(6) 2019: oesophagus with uncomplicated sliding hiatus hernia. Stomach cavity distends appropriately and has normal folds and mucus. Centred and patent pylorus. Bulb and second section without findings. Diagnosis: hiatus hernia; on (B)(6) 2020: oesophagus: normal mucus and diameter. Union of oesophagus and stomach with marked z line. Cardial incompetence and sliding hiatus hernia. Biopsies of the lower (sample 1) and upper (sample 2) oesophagus and were taken. Stomach: no findings in the mucus, with liquid content. Punctiform pylorus although patent and centred. Duodenum: explored [gynaecological examination] on (B)(6) 2020: genitalia healthy cervix, periovulatory discharge. Bimanual examination negative [haemoglobin] on (B)(6) 2017: 12.9 [helicobacter test] in (B)(6) 2018: +33.4; in (B)(6) 2018: 0.2 negative [hysterosalpingogram] in (B)(6) 2013: insertion was incorrectly, one of the fallopian tubes was not blocked; on (B)(6) 2013: the tube on the left side was observed to be obstructed by the essure and in the right tube it was observed that there was a rupture of the system with a partial outlet of it, with which the tube is permeable. It was explained to the patient and a surgical bilateral tubal block was decided. An unsatisfactory location of the right essure was identified and it was proposed to complete the procedure with laparoscopic tubal ligation. [Hysterosalpingogram] in (B)(6) 2013: insertion was incorrectly, one of the fallopian tubes was not blocked; on (B)(6) 2013: the tube on the left side was observed to be obstructed by the essure and in the right tube it was observed that there was a rupture of the system with a partial outlet of it, with which the tube is permeable. It was explained to the patient and a surgical bilateral tubal block was decided. An unsatisfactory location of the right essure was identified and it was proposed to complete the procedure with laparoscopic tubal ligation. [Mean cell volume] on (B)(6) 2017: 91.8 [pathology test] on (B)(6) 2020: 1(endoscopic biopsy): oesophageal mucus fragments without significant histological alterations. 2(endoscopic biopsy): oesophageal mucus fragments with mild capillary congestion and very focal parakeratosis, without other relevant histological alterations; in (B)(6) 2020: uterine tubes (bilateral tubal obstruction) uterine tube sections without relevant microscopic alterations and a) ¿left horn + essure": segments of oviduct measuring 4 x 1 cm and presenting a metallic device inside. A block with representative cuts is included. B) ¿right horn + essure¿: oviduct segments that measure 4 x 1 cm and have a metallic device inside. A block with representative cuts is included. Type of organ study a) excisional biopsy - fallopian tube section b) excisional biopsy - fallopian tube section diagnosis: fallopian tubes (bilateral tubal blocking) fallopian tube segments (2) without microscopic relevant alterations [salpingectomy] on (B)(6) 2020: a bilateral salpingectomy was performed and the essure devices were removed. Significant adherence syndrome observed, with signs of endometriosis in pelvis. Adherences are present in the anterior side of uterus, bladder and adnexa [serum ferritin] on (B)(6) 2017: 51.7 [smear test] in (B)(6) 2019: normal [specialist consultation] on (B)(6) 2018: otorhinolaryngology normal nasal cavity, nasopharynx, larynx and hypopharynx. Inner ears: retraction pocket without changes; on (B)(6) 2018: ongoing dysphagia, has stopped taking omeprazole after eradication therapy; on (B)(6) 2019: dysphagia discomfort still persists in the hypopharynx. Has neuralgia in one side of the face and left lateral cervical region, with left ear pain. Pending assessment by the neurology and otorhinolaryngology departments. She stopped taking proton-pump inhibitors without typical acid reflux or dyspepsia due to nonsteroidal anti-inflammatory drugs [thyroxine] on (B)(6) 2017: normal [ultrasound pelvis] on (B)(6) 2020: normal uterus in anteflexion. Endometrium with triple lining. Normal adnexa; (date unknown): regular uterus in av. Triple-line ultrasound. Appendages look normal. [Ultrasound scan] on (B)(6) 2017: neck ultrasound study of the thyroid gland where both lobes, isthmus and the bilateral jugular vein region can be seen. Both thyroid lobes are symmetric in morphology and size. Their measurements are: right thyroid lobe: 3.64 x 1.21 x1.42 cm and left thyroid lobe: 3.51 x 1.11 x 1.41 cm in longitudinal, coronal and transverse axes, respectively. The thyroid isthmus measures 0.36-0.45 cm. The thyroid parenchyma is homogeneous and uniform, with no nodules on either lobe or isthmus. There are no dystrophic calcifications or meaningful alterations in the rest of the test. The bilateral jugular vein areas have no adenopathies or other relevant ultrasound alterations. We have studied both submaxillary and lingual/jugulodigastric chain nodes, as well as visible larynx structures and we have not found any meaningful nodules or adenopathies. Absence of collections or effusion. Summary: neck and cervical region examination within normal parameters [urine analysis] on (B)(6) 2017: normal [x-ray of pelvis and hip] on (B)(6) 2020: two filiform metallic elements can be seen (essure devices) over the minor pelvis, a separation of about 15 mm can also be seen at the medial level between the markers that seem to be located at the uterine level, and the separation of the medial ends is 3.5 cm lot number: 936676 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-mar-2024: new event fallopian tube perforation, itchy skin, light period, abdominal pain lower, intermenstrual bleeding were added. Lab data & medical history added. New reporter added. Further company follow-up with the lawyer is not possible. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "essure was inserted incorrectly" on (B)(6) 2012. And device ineffective "one of the fallopian tubes was not blocked" (seriousness criterion medically significant). The patient's medical history included: gravida ii, vaginal delivery, smoker (15 cigarettes a day), pharynx discomfort, nausea and burping. No known allergic reactions to medicinal products. Family history included: carcinoma of esophagus (her father, 57 years older). On 2012, the patient experienced tongue oedema ("oedema on her tongue") and palatal oedema ("oedema on her palate"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced complication of device insertion ("essure was inserted incorrectly"). On (B)(6) 2018, the patient experienced helicobacter infection ("h. Pylori"). On (B)(6) 2019, the patient experienced hiatus hernia ("hiatus hernia"). On (B)(6) 2019, the patient experienced facial neuralgia ("neuralgia in one side of the face and left lateral, with left ear pain"). On (B)(6) 2020, the patient experienced urticaria ("urticaria"). On (B)(6) 2020, the patient experienced allergy to metals ("allergy test positive for palladium chloride, nickel sulphate, zinc and mild for cadmium"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of libido ("lack of sexual drive"), swelling ("swelling"), hypersensitivity ("allergic reaction"), metal poisoning ("metallosis"), headache ("headaches"), back pain ("low back pain"), fatigue ("tiredness"), alopecia ("hair loss"), anger ("anger"), gastritis ("stomach inflammation"), anxiety ("anxiety"), depression ("depression"), rash ("skin rashes"), pelvic discomfort ("pelvic discomfort"), coital bleeding ("spotting and bleeding during intercourse"), endometriosis ("endometriosis"), adnexa uteri pain ("she continued to have pain in her left ovary after device removal "), dyspepsia ("dyspepsia"), occipital neuralgia ("occipital neuralgia (possible arnold)"), dysphagia ("oropharyngeal dysphagia"), allergy to animal ("allergic rhinoconjunctivitis to epitheliums when she interact with animals"), dermatitis contact ("eczemas after contact with imitation jewellery"), seasonal allergy ("allergic rhinoconjunctivitis to pollen") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with analgesics, bilastine, bismuth subcitrate potassium; metronidazole; tetracycline hydrochloride (pylera), corticosteroids, diclofenac sodium (anti-inflammatory), levosulpiride, loratadine, omeprazole, prednisone and surgery (2nd surgery,tubal ligation on (B)(6) 2013. And essure removal via bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, complication of device insertion, loss of libido, swelling, hypersensitivity, metal poisoning, headache, back pain, fatigue, alopecia, anger, gastritis, anxiety, depression, rash, pelvic discomfort, coital bleeding, endometriosis, adnexa uteri pain, dyspepsia, facial neuralgia, occipital neuralgia, allergy to metals, dysphagia, helicobacter infection, hiatus hernia, urticaria, allergy to animal, dermatitis contact, tongue oedema, palatal oedema, seasonal allergy and dysmenorrhoea outcome was unknown. The reporter considered adnexa uteri pain, allergy to animal, allergy to metals, alopecia, anger, anxiety, back pain, coital bleeding, complication of device insertion, depression, dermatitis contact, dysmenorrhoea, dyspepsia, dysphagia, endometriosis, facial neuralgia, fatigue, gastritis, headache, helicobacter infection, hiatus hernia, hypersensitivity, loss of libido, metal poisoning, occipital neuralgia, palatal oedema, pelvic discomfort, pelvic pain, rash, seasonal allergy, swelling, tongue oedema and urticaria to be related to essure. The reporter commented: these symptoms have been mentioned, since the insertion of the devices. On (B)(6) 2013, she goes into the operating room to undergo a 2nd surgery tubal ligation, due to one of the fallopian tubes was not blocked by essure. Surgery was successful, but that it was impossible to remove the essure device. And was discharged that day. She had suffered psychological sequelae, and their quality of life. As well as their personal and family relationships were damaged. Discrepancy date of essure removal (B)(6) 2020. Dysphagia, dyspepsia and abdominal distension have severely improved, since the removal of the essure system. Does not need any pharmacological treatment. On (B)(6) 2021 the urticaria and metallic taste subsided. Two months ago, she started to get welts distributed in different locations every day. In addition, to metallic taste in mouth. They subside in a couple of hours without leaving lesions. She underwent a loratadine treatment on demand. She has not had angioedema again. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2020, epicutaneous tests to metal allergens (silver nitrate 1%, gold sodium thiosulfate 0.5%, palladium chloride 2%, mercury chloride 0.5%, cadmium 1%, nickel sulphate 5%, ammonium mercury chloride 1%, zinc 1%, potassium dichromate 0.5%, cobalt chloride 1%, ammonium tetraiodoplatinate 0.25%, copper sulphate 2%, titanium 10%, vanadium 1%, niobium 0.2%, aluminium chloride 2%, molybdenum chloride 0.5%): positive for palladium chloride, nickel sulphate, zinc and mild for cadmium.; blood cholesterol: on (B)(6) 2017, 159/42/103.; blood thyroid stimulating hormone: on (B)(6) 2017, normal.; blood triglycerides: on (B)(6) 2017, 68.; blood uric acid: on (B)(6) 2017, 3.7.; computerised tomogram head: on (B)(6) 2017, facial CT with intravenous contrast: neck CT with intravenous contrast, minimal inflammatory changes in the base of both maxillary sinuses. Nasopharynx, masticator spaces, parotid spaces, parapharyngeal fat spaces, oropharynx and oral cavity without meaningful radiological alterations. Submaxillary glands without alterations. No masses or collections in the facial suprahyoid space. No alterations in larynx glottic or supraglottic slices. Suspicious focal hypodensity in the side of the right thyroid lobe, that suggests a little nodule and that should be confirmed, through more specific techniques for the assessment of the thyroidal symptoms (ultrasound). No alterations in the pulmonary axial slices included. Several nodes distributed through the bilateral cervical chains can be seen, none of which has signs of malignancy in terms of size or other radiological signs. Although it would be recommended, to perform a complementary ultrasound examination for assessment of progression, sometime after the infection process mentioned in the request. No alterations in the bone structures involved. Diagnostic: minimal inflammatory changes in the base of both maxillary sinuses. Suspicious nodule in right thyroid lobe to be assessed, separately. Several glands in lateral cervical chains that currently, show no radiologically malignant signs.; endoscopy: on (B)(6) 2018, oesophagus, stomach and duodenum with barium: normal oesophagus. No observable hiatus hernia, but observable acid reflux both in supine and prone positions. Stomach of normal morphology, but significantly hypotonic and takes a long time to empty. Duodenal bulb and loop without findings.; on (B)(6) 2019, oesophagus with uncomplicated sliding hiatus hernia. Stomach cavity distends appropriately. And has normal folds and mucus. Centred and patent pylorus. Bulb and second section without findings. Diagnosis: hiatus hernia; on (B)(6) 2020, oesophagus: normal mucus and diameter. Union of oesophagus and stomach with marked z line. Cardial incompetence and sliding hiatus hernia. Biopsies of the lower (sample 1) and upper (sample 2) oesophagus and were taken. Stomach: no findings in the mucus, with liquid content. Punctiform pylorus although patent and centred. Duodenum: explored.; gynaecological examination: on (B)(6) 2020, genitalia healthy cervix, periovulatory discharge. Bimanual examination negative.; haemoglobin: on (B)(6) 2017, 12.9.; helicobacter test: on (B)(6) 2018, +33.4.; on (B)(6) 2018, 0.2 negative.; hysterosalpingogram: on (B)(6) 2013, insertion was incorrectly. One of the fallopian tubes was not blocked.; mean cell volume: on (B)(6) 2017, 91.8.; pathology test: on (B)(6) 2020, 1. (Endoscopic biopsy): oesophageal mucus fragments without significant histological alterations. 2. (Endoscopic biopsy): oesophageal mucus fragments with mild capillary congestion and very focal parakeratosis, without other relevant histological alterations.; on (B)(6) 2020, uterine tubes (bilateral tubal obstruction) uterine tube sections without relevant microscopic alterations.; salpingectomy: on (B)(6) 2020, a bilateral salpingectomy was performed. And the essure devices were removed. Significant adherence syndrome observed, with signs of endometriosis in pelvis. Adherences are present in the anterior side of uterus, bladder and adnexa.; serum ferritin: on (B)(6) 2017, 51.7.; smear test: in (B)(6) 2019, normal.; specialist consultation: on (B)(6) 2018, otorhinolaryngology normal nasal cavity, nasopharynx, larynx and hypopharynx. Inner ears: retraction pocket without changes.; on (B)(6) 2018, ongoing dysphagia, has stopped taking omeprazole after eradication therapy.; on (B)(6) 2019, dysphagia discomfort still persists in the hypopharynx. Has neuralgia in one side of the face and left lateral cervical region, with left ear pain. Pending assessment by the neurology and otorhinolaryngology departments. She stopped taking proton-pump inhibitors without typical acid reflux or dyspepsia, due to nonsteroidal anti-inflammatory drugs.; thyroxine: on (B)(6) 2017, normal.; ultrasound pelvis: on (B)(6) 2020, normal uterus in anteflexion. Endometrium with triple lining. Normal adnexa.; ultrasound scan: on (B)(6) 2017, neck ultrasound study of the thyroid gland where both lobes, isthmus and the bilateral jugular vein region can be seen. Both thyroid lobes are symmetric in morphology and size. Their measurements are: right thyroid lobe: 3.64 x 1.21 x1.42 cm and left thyroid lobe: 3.51 x 1.11 x 1.41 cm in longitudinal, coronal and transverse axes, respectively. The thyroid isthmus measures 0.36-0.45 cm. The thyroid parenchyma is homogeneous and uniform, with no nodules on either lobe or isthmus. There are no dystrophic calcifications or meaningful alterations in the rest of the test. The bilateral jugular vein areas have no adenopathies or other relevant ultrasound alterations. We have studied both submaxillary and lingual/jugulodigastric chain nodes, as well as visible larynx structures and we have not found any meaningful nodules or adenopathies. Absence of collections or effusion. Summary: neck and cervical region examination within normal parameters.; urine analysis: on (B)(6) 2017, normal.; x-ray of pelvis and hip: on (B)(6) 2020, two filiform metallic elements can be seen (essure devices) over the minor pelvis. A separation of about 15 mm can also be seen at the medial level between the markers that seem to be located at the uterine level. And the separation of the medial ends is 3.5 cm. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2021, the follow information were included: primary's reporter, physician's reporter, other health care's professional, patient details, medical history, lab data, start date updated from (B)(6) 2012, stop date updated from (B)(6) 2020, other treatment products. New events: device ineffective, device placement issue, complication of device insertion, stomach inflammation, anxiety, depression, anger, coital bleeding, pelvic discomfort, endomtriosis, skin rash, ovarian pain, dyspepsia, facial neuralgia, arnold neuralgia, oropharyngeal dysphagia, bacterial infection, due to helicobacter pylori (h. Pylori), hiatus hernia, urticaria, dermatitis, due to metals, tongue oedema, palatal oedema, allergy to animals, pollen allergy, dysmenorrhoea. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.